Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined. It was reported that a pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 share system is not approved for use in children or adolescents, pregnant women or persons on dialysis.